Event description:
Digital flat panel x-ray imager was being deployed with the linac gantry in the 180 degree position so that the panel would be above the pt who was laying supine on the treatment table. After initiating its extension to between 15 and 45 degrees, something in the deploying mechanism gaveway allowing the uncommanded free fall of the mechanism to the maximum extension limit. This mechanism weighs about 65 pounds and it fell between 2 and 3 feet stoppping 1 to 2 inches above the pt's face and chest. The distance and the mass combined to give the unit significant momentum. Had the treatment table been positioned slightly higher the flat panel would have impacted the pt causing serious, potentially life-threatening, injury.